Event description:
Upon removing the neuron from the packaging, a kink in the distal tip of the catheter was noticed. The physician removed the catheter from the table and took another neuron from their inventory. The procedure went well with no pt adverse events.

Manufacturer narrative:
Technical eval: visual: the catheter was kinked 1 cm from the distal tip. Conclusion: since the physician noticed the kink prior to use, the catheter likely became kinked during the packaging procedure at penumbra. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-01. A (lot # l11840). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The review of the DHR indicated that 100% inspection of the devices resulted initially in (B)(4) failures due to kinking. A second inspection was performed for add'l feature and (B)(4) device failed for the kink. The failure found during the second inspection is likely due to add'l handling of the devices since the device is not supported with a mandrel. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts released in this lot met the required criteria and are deemed acceptable.